Event description:
It was reported that the user¿s dexcom g7 sensor lost connection to the ilet pump while continuing to display glucose readings in the dexcom app, and the user resolved the issue by inserting a new sensor; blood glucose was not affected and no hospitalization occurred. Symptoms included insufficient information to characterize any clinical signs. Outcomes included insufficient information regarding impact to the user. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available to identify a specific device malfunction or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.